Event description:
It was reported that the left ventricular lead exhibited high thresholds in bipolar mode. A chest x-ray confirmed an insulation abrasion. The device was reprogrammed to ring- coil and normal threshold was noted. The patient was enrolled for home monitoring. The patient's condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.